Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned icy catheter (lot #200156). A water emission leak was observed from the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi; no leak was observed from the catheter balloons. However, a water emission leak was observed from the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and one similar complaint was reported for the icy catheter with lot #200156. (B)(4) was reported on (B)(6) 2024, and a leak was observed from the proximal infusion lumen opening during the lumen crosstalk test.

Event description:
Ivtm therapy was initiated for a 69-year-old male patient weighing 100 kg. The primary reason for hospitalization was out-of-hospital cardiac arrest (ohca), and the therapy was needed for hypothermia. An icy catheter (lot #200156) was smoothly inserted into the patient's right femoral vein. The patient's temperature at the start of therapy was 35.6°c, with a target temperature of 33°c at the maximum rate. During the cooling phase, the thermogard system triggered a mid:09 (air trap assembly) alarm, and the customer noticed an empty saline bottle. At the time of the issue, the temperature was 33°c, and the catheter had been in place for 6 hours. A catheter leak check revealed blood aspiration, indicating a leak. The customer suspects around 250 ml of saline infusion into the patient's bloodstream. The catheter was replaced, mid:09 was cleared, and the ivtm therapy was continued using the same thermogard system. No patient injury was reported.